Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field-programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when they took the handle off of the docking bay, it gave an error message on the visual screen window of the handle. They were not able to use the device. There was no patient involved.